Event description:
2000 tubings changed for the new tpn bag and intralipids, a new trifuse was applied and connected to patient. The pump kept saying occlusion on patients side. User tried to troubleshoot by replacing the the blue posey but it still was reading occlusion on the tpn line. Then tried to flush the port of the tpn line and still saying occlusion . User ended up replacing trifuse (clear) tubing. Charge nurse notified. Item sequestered and replaced with clear tri-connector. Staff directed to use clear tri-connector until equipment issue resolved.